Event description:
It was reported that this pacemaker was unable to upload device data. Technical services (ts) provided troubleshooting options. It was suspected that this device had triggered elective replacement indicator (eri) since it was implanted in 2011. Ts recommended further review with a programmer. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.